Event description:
Report received from (B)(6) stating the locking sleeve did not move smoothly. It is known that the event did not occur during surgery. However, it is unknown if there were injuries or medical intervention reported. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional becomes available, a supplemental report will be sent. (B)(4).